Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site prior to the explantation and was subsequently treated with IV and oral antibiotics (specific date and duration not reported). This report is submitted on january 12, 2022.

Manufacturer narrative:
This report is submitted on december 10, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to unspecified medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report and additional information has been requested but has not been made available as of the date of this report.